Manufacturer narrative:
B5: information added. H6 patient code added: muscle weakness/atrophy.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed. It was noted during the procedure that the patient was having a difficult time achieving a therapeutic activated clotting time (act) despite heparin administration, and the act after transseptal puncture (tsp) was 193 seconds. A 24mm watchman flx pro delivery system and closure device (wds) was inserted, deployed once, and the closure device was implanted. The procedure was concluded. Several hours post index procedure the patient experienced a stroke. Computed tomography (CT) imaging was performed and did not reveal clear evidence of the stroke. A magnetic resonance imaging (MRI) scan performed the following day, revealed the patient had an acute ischemic stroke. The patient has recovered and was discharged twelve (12) days post index procedure on dual antiplatelet therapy (dapt). The exact cause of the stroke remains unknown per the physician. It was further reported the patient experienced hemiparesis as a symptom of the stroke. No interventions were performed in response to the stroke. The patient returned to baseline the next day after the event. The patient was on aspirin and plavix prior to the index procedure and it was uninterrupted.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed. It was noted during the procedure that the patient was having a difficult time achieving a therapeutic activated clotting time (act) despite heparin administration, and the act after transseptal puncture (tsp) was 193 seconds. A 24mm watchman flx pro delivery system and closure device (wds) was inserted, deployed once, and the closure device was implanted. The procedure was concluded. Several hours post index procedure the patient experienced a stroke. Computed tomography (CT) imaging was performed and did not reveal clear evidence of the stroke. A magnetic resonance imaging (MRI) scan performed the following day, revealed the patient had an acute ischemic stroke. The patient has recovered and was discharged twelve (12) days post index procedure on dual antiplatelet therapy (dapt). The exact cause of the stroke remains unknown per the physician.